Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 39 mg/dl and 150 mg/dl. The customer reported that they treated low blood glucose level with serials orange juice. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Case severity was updated to serious injury.